Event description:
It was reported the patient was seen by the health care provider for a routine refill and upon interrogation, the messages ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿ were received. The patient reported feeling ¿a little bit worse than normal¿ the night prior to this report date, but thought it was due to needing the pump refilled. The patient stated she was ¿feeling pretty good.¿ per the hcp, the patient felt ¿a little stiff¿ with the medical exam. The last refill was on (B)(6) 2013. The patient denied hearing any audible alarm. An alarm test was done and the patient confirmed being able to hear the alarm. The patient had an MRI on (B)(6) 2013 and never had the pump checked after this. A pump recovery was noted to have occurred at the time the pump was interrogation on the day of this report. There were no patient or therapy issues noted. The pump was used to deliver lioresal. It was later reported the cause of the event was the patient having an MRI and "didn¿t tell programmer¿. The patient had no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78725, implanted: (B)(6) 2000, product type: catheter. (B)(4).